Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part:03.614.035. Synthes lot: h881632-32. Supplier lot: n/a. Release to warehouse date: september 25, 2019. Expiration date: n/a. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the handle w/torq limit 2nm w/quick-coupl was received at us customer quality (cq). Upon visual inspection, there is no damage or foreign material on the device. The device was manipulated in a manner similar to use, but no liquid came out of the handle and no residue was identified. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Conclusion: the overall complaint was not confirmed for the handle w/torq limit 2nm w/quick-coupl as no black liquid or residue was seen. It is possible the liquid/residue was cleaned off during sterilization. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, black liquid came out of the torque limiting handle while in use. The procedure was completed with a replacement instrument. There is no further information available. Concomitant device reported: unknown screwdriver shaft (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).